Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 7/25/1997 due to a "malfunction." No implant info was provided. Two cylinders were returned for evaluation, however no info referencing the type of device the cylinders were removed from was received. Requests have been made for additional info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should additional info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing of the returned components revealed an aneurysm in cylinder #1's bladder near the base. No other functional abnormalities were noted. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Because no info was provided as to what factors may have contributed to the reported "malfunction" or the observed aneurysm, qa is precluded from determining the cause of the reported event.

Event description:
Per the info provided to co by the physician's office, the device was removed due to a "malfunction." As reported to co, only the cylinders were removed and replaced, leaving the rest of the device in place.